Event description:
It was reported that the system would not complete boot up. No patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A software installation was performed, the cine disk drive was reformatted, and system files were rebuilt. The nodes were flashed. The system was tested and found to be working as intended and returned to service.